Manufacturer narrative:
Event date: date estimated. The additional devices referenced will be filed under separate medwatch report numbers. The product was not returned to abbott vascular for analysis. The electronic lot history record (elhr) or similar incident query for this product/lot was not reviewed since the part and lot numbers were not reported. There was no damage noted to the guide wire during the inspection prior to use which suggests a product quality issue with respect to manufacture, design or labeling did not contribute to the reported difficulties. Possible factors that may contribute to the failure to advance resulting in guide wire support issues may include, but not limited to, manufacturing, device placement technique, anatomical conditions, inner diameter of guide wire lumens, outer diameter of the guide wire, condition of the guide wire or wire lumen, coagulation of blood and contrast/procedural contaminates, or damage to the other devices used. The investigation was unable to determine a conclusive cause for the reported guide wire support issues and failure to advance. Additionally, a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined. However, the reported treatments appear to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The UDI is unknown as the part and lot numbers were not provided. Article title: post market clinical follow-up evaluation report peripheral guide wires.

Event description:
It was reported through a research article identifying command, command 18, flex-t, sparta core, steel core, supra core, versa core, winn, and tad / tad ii guide wires that may be related to the following: patient dissection, perforation, embolism, occlusion, revascularization, and rehospitalization. This article summarizes clinical outcomes from 161 physicians that have used command, command 18, flex-t, sparta core, steel core, supra core, versa core, winn, and tad / tad ii guide wires a total of 5,673 times. Specific patient information is documented as unknown. Details are listed in the article, titled "post market clinical follow-up evaluation report peripheral guide wires."